Manufacturer narrative:
It was reported that the motor of the bed caught on fire. The customer fell off the bed and "hurt their hip". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the motor of the bed caught on fire. The customer fell off the bed and "hurt their hip".